Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother reported that sometime during the night on (B)(6) 2019, the sensor failed and his omnipod insulin pump tubing kinked. When she woke up at 6:00 am, she found him covered in vomit, stating that the small beep for the sensor failure was not enough to wake her. She took him to the hospital where he stayed from 6:30 am until 1:00 pm, due to high ketones and high glucose. He was treated with insulin and fluids. At the time of contact he was in stable condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.